Event description:
It was reported that the insulin pump did not alarm. Customer checked alarm history and noticed no delivery. During troubleshooting, time and date are correct. Programming is correct. Customer mentioned that her computer and cellphone was hacked and was concerned with her carelink account. Customer advised that no one can make changes to the carelink account. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.